Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; e1; g1; g3; g6; h1; h2; h3; h6; h8 corrections to e1 and h8. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom the complaint is confirmed through the product return and evaluation. Visual examination of the returned product identified signs of repeated use (nicked or gouged). Additionally, the post feature was found to be fractured off, and not all pieces were returned. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined; however, an internal technical report documents the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the tibial articular surface provisional fractured upon insertion. Another device was used to complete the procedure. Attempts have been made; however, no additional information is available.